Event description:
According to the reporter, during a video segmentectomy procedure, the reload presented a defect when activated with the stapler, making a 'crack' sound and breaking. A new reload and handle were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing rack at site of initial firing post clamp up.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p4f1068); egiaustnd, egiaustnd endogia ultra univ std stap (lot p4f1054) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.